Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d4. The device lot number and UDI have been updated.

Event description:
It was reported that during a subacromial decompression surgical procedure it was observed that after activation of the vapr tripolar 90 suction elect device the active tip of the tripolar electrode was permanently active. It was reported that it was not possible to power off/ switch off the active tip. The surgery was completed with another electrode. There were no adverse consequences to the patient, or surgical delay. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H.11. Additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found it was returned in original package. The tip showed signs of activation. The tip, handle, shaft, tubbing and plug did not show any signs of damage. A functional test was performed by activation of the device, the device was connected to a test generator, also a test footswitch was used, the default values were displayed correctly, no alert messages were displayed. The ablation function was activated several times in its maximum power for each test, and it worked as intended. Under coagulation function, the electrode was activated several times in its maximum power for each test, and the coagulation function worked intermittently for two of the buttons. The device was working as intended on ablation mode using the footswitch and hand controls but worked intermittently for the coagulation mode both with footswitch and two of the buttons for hand controls. The device was sent to the supplier for further testing. A visual inspection of the device was performed; as a result, device was received in its original packaging, the active tip was in used condition, procedural residue was visible all along the shaft. The device passed the electrical and functional testing. The device as presented passed all electrical and activation tests with no error codes being displayed, and no other issues detected. There were no issues noted with either hand switch or footswitch activation. The complaint cannot be substantiated via testing. Some evidence of exposed contacts was found. Additionally, there was also residue present on the printed circuit board contacts which may have caused continual activation, but we cannot claim this as a root cause of the reported failure as the device passed all electrical and functional tests with no evidence of any issues with unexpected activation. The reported event of continuous activation has been reviewed against the systems risk assessment document for tripolar electrodes, the highest identified risk for failure modes that are equivalent to the complaint failure mode(s) is incorrect or inappropriate output or functionality, inadvertent/unintentional activation with a hazardous situation of high temperature and a potential outcome of patient burn. The severity risk category is 'serious' - results in injury or impairment requiring professional medical intervention. For this scenario a pre mitigation risk and a post mitigation risk are stated, which is 'serious' and 'probable' and rated as 'as low as reasonably achievable' (alra). A review of our complaint records over the last 12 months to assess the frequency of similar reported events shows this type of event to be of low occurrence. Therefore, the severity and frequency are as anticipated in the risk documentation and remain as alra. The overall complaint was not confirmed as the observed condition of vapr tripolar 90 suction elect would have not contributed to the complained issue. Based on the investigation findings, the potential cause for the observed condition could not be established. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d4, h4: the expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Therefore, the UDI has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.